Event description:
A consumer reported experiencing blurry vision approx three weeks following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported that, one month postoperatively, the iol is positioned correctly and clear; and that the pt's vision with correction is 20/20.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/12/2008, 11/13/2008, 11/18/2008, and 11/25/2008 by phone, fax, and mail; and received on 11/26/2008.